Event description:
Device #2 of 2: reference MFR. Report: 1627487-2015-26137.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2015-26137.

Manufacturer narrative:
Evaluation: results: the complaint of invalid impedance was confirmed. As received, the incomplete lead segment revealed broken wires near terminal end creating an electrical open. As impedance issues were reported prior to the explant procedure, the detached wire in the lead segment was consistent with overstress caused while the lead was in the patient¿s body. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2015-26137.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
D4: UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.